Manufacturer narrative:
Unit received with blank display. Problem isolated to electronic assembly. Unable to perform displacement test and confirm low batt and power loss alarm due to blank display. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer receive a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after low battery warning. Battery cap was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.